Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a high blood glucose (bg) level above 500 mg/dl. Reportedly, the customer consumed a ¿large carbohydrate meal¿, and the max bolus setting was set too low to deliver a large enough bolus to cover the meal consumed. The customer administered a manual insulin injection, and delivered a correction bolus to address high bg. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.